Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: a saline mentor smooth round moderate profile 425cc, catalog number 3501670, lot number 250382, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast reconstruction primary with a saline mentor smooth round moderate profile 425cc and experienced capsular contracture on the left breast implant. As a result, the patient will undergo explantation and replacement with silicone breast implants on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that a manufacturing record evaluation (mre) was performed for the finished device number 250382, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).